Manufacturer narrative:
Currently, it is unknown to what extent the device may have caused or contributed to the reported event. To date no medical records have been provided. The patient's attorney alleges that the bard/davol bard pre-shaped mesh was removed because of an umbilical hernia recurrence but did not allege any specific device failure and no sample was returned for further evaluation. Regarding hernia recurrence, recurrence is a known inherent risk of hernia repair surgery and is identified in the adverse reaction section of the instructions-for-use as a possible complication. Based on the limited information provided at this time, no conclusions can be made between the bard/davol device used to treat the patient and any problem with the device. Should additional information be provided, a supplemental emdr will be submitted. Note: the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned.

Event description:
The following was alleged by the patient's attorney: on (B)(6) 2015 - patient underwent an umbilical and right inguinal hernia repair procedure performed a non-bard/davol ethicon proceed ventral patch and bard/davol bard pre-shaped mesh was implanted in the patient's peritoneal cavity to reinforce tissue affected by the hernia. The non-bard/davol proceed ventral patch was used to repair the umbilical hernia. On (B)(6) 2017 - patient underwent an additional surgery. The bard/davol bard pre-shaped mesh was removed from the patient's abdomen because of an umbilical hernia recurrence. To this day, the non-bard/davol proceed ventral patch remains implanted in the patient. As alleged, the patient continues to experience stomach pain and recurring hernias since the multiple procedures and hernia mesh implants surgeries and removals, has difficulty digesting nutrients she consumes without pain and bloating. The patient is not able to perform day to day tasks such as lifting minorly heavy objects. Patient also cannot perform intercourse due to the pain from multiple surgeries. These injuries and inabilities were not present before the implantation of the "defendant's" mesh products. As reported the patient has "suffered serious bodily injuries, resulting in pain and suffering and disability."